Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse and stress urinary incontinence. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient underwent mesh revision/removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): undefined medical treatment. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.